Manufacturer narrative:
No device return so no product analysis could be performed. The cause of the event was not determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the arc intracranial support catheter did not pass through the balloon guide catheter and broke/ ruptured. The patient's vessel tortuosity was noted as minimal. It was reported the during the product's preparation, the body of the arc catheter did not pass through the catheter guide balloon and broke/ruptured on the proximal end. It was also noted that there was friction or difficulty during delivery so the product was replaced. There was no known impact or consequence to the patient. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.